Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth. Device has been explanted.

Event description:
Healthcare professional additionally reported particles in valve. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified an opening and a flat crease. A leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a sharp opening in the posterior. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on the posterior side assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b.5, b.6, d.6b, d.9, h.3, h.6.